Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed episodes of non-sustained right ventricular oversensing episodes due to t-wave oversensing. Review of the electrogram indicated presence of lead noise. The lead was also reported damaged. It is suspected there was a lead issue that was exposed at the time of an unrelated generator changeout. The lead was capped and replaced. The patient condition is stable before during and after the procedure.

Event description:
It was reported a merlin transmission revealed episodes of non-sustained right ventricular oversensing episodes due to t-wave oversensing. Review of the electrogram indicated presence of lead noise. The lead was also reported damaged. It is suspected there was a lead issue that was exposed. The lead was capped and replaced. The device was not replaced at the time of the lead replacement. The patient condition is stable before during and after the procedure.